Event description:
We completed 2 insertions, after the third we finished cutting and removed the device. There appeared to be a loop in the wire. Not sure if it was distal or proximal to the cutter. Got the device out, but unable to remove the wire from the pt; the wire cut through the device. A cut down to the right leg artery was performed to remove the wire. The wire was removed successfully. A follow up angio revealed either a thrombus situation or a lack of plaque debulking, but they did not pursue it. The pt was referred for tibial bypass. Pt said to be doing well.